Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd pegasus¿ safety closed IV catheter systems' needle tips were rusted. The following information was provided by the initial reporter, translated from chinese: "orthopedic head nurse reports that when the product is not opened, the needle tip rust and the prn deterioration can be seen" "the emergency department teacher opened the outer package of the product and found that the indwelling needle steel needle was rusted at the protective sleeve of the needle tip... At the same time, it was found that there were another 3 pieces in the same box with the same problem".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-sep-2022. H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1229916. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was provided to aid in our investigation. Our engineers noted that the returned sample displayed a yellowing of the latex plug and rusting of the v-clip (safety clip which secures the needle tip during retraction. This issue is caused by aging of the latex due to exposure to heat or oxidative environments. The issue has been confirmed. After a comparative review of the available retention sample, our engineers were unable to identify any additional instances of latex aging. This suggests that the root cause for this event occurred post-production, during either the transportation or storage of the device. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd pegasus¿ safety closed IV catheter systems' needle tips were rusted. The following information was provided by the initial reporter, translated from chinese: "orthopedic head nurse reports that when the product is not opened, the needle tip rust and the prn deterioration can be seen." "The emergency department teacher opened the outer package of the product and found that the indwelling needle steel needle was rusted at the protective sleeve of the needle tip... At the same time, it was found that there were another 3 pieces in the same box with the same problem."